Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that premature battery depletion was observed on the implantable cardioverter defibrillator (ICD). The ICD prematurely reached the elective replacement indicator in less than four years. Due to concerns regarding the patient's ventricular tachycardia, ventricular fibrillation and instability, the ICD was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. A longevity calculation found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.